Event description:
After placement of intra-aortic balloon, a leak was noticed at the white plastic hub. Cardiology was called and capped the port. The device was in place for approx 72 hours. The pt had no adverse outcome.